Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the tracheal cannula experienced physical damage when a flex tube connector became stuck on the 15 millimeter connector of the cannula during use at a care facility. The cannula, which had been in use for four days, had to be removed from the trachea, and during attempts to detach the flex tube connector, the cannula broke. A new cannula was inserted.

Manufacturer narrative:
Additional information: d9, g3, h3 and h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the shaft of the tube is missing, however the edge were the shaft broke does not presents splinters nor bubbles. It was reported that the tracheal cannula experienced physical damage when a flex tube connector became stuck on the 15-millimeter connector of the cannula during use at a care facility. The cannula, which had been in use for four days, had to be removed from the trachea, and during attempts to detach the flex tube connector, the cannula broke. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.